Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limit valve was cleaned.

Event description:
The hospital reported that, during a case, higher pressure than expected was noted in the circuit. The clinician reportedly removed the patient circuit to relieve the pressure. There was no reported patient injury.